Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an over-voltage protection (ovp) circuit failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. It was reported that a patient was suffering from respiratory failure and low blood oxygen saturation, so they required ventilator support via non-invasive ventilation. A nurse powered on the device to prepare the device for use, and it produced the ovp circuit failed alarm. The nurse immediately replaced the device with another non-invasive ventilator. In a good faith effort (gfe) response from the authorized service provider (asp), the alarm was clarified. The asp confirmed that service had been completed on the device by a third party service provider. The asp was only able to confirm that following the third party service, the device was returned to full functionality and was able to resume operation. The specific details of the repair were not provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product was determined to have malfunctioned. The likely cause of the issue cannot be determined due to the customers use a of a third party for service of the device.